Event description:
While the customer was getting ready to start a breast biopsy, during the system set up the device was switched to position mode and then shut down. The customer tried to rebot and was unsuccessful. The pt was sent tp the or for an open excisional biopsy.